Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device lights turn on and it states service required on the screen and will not blow air. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the motor electrical damage and pca component burned. The customer complaint was reproduced. There was multiple error has been identified.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box h: device manufacturers: if follow-up, what type? Must be not applicable (previously it was wrong).

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box h: device manufacturers: if follow-up, what type? Correction was updated (previously it was wrong).